Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7018570. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 5073587.

Event description:
It was reported that the patients leads were fractured causing him a significant discomfort and pain.